Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During implant the impella could not advance through the vessel and was removed.

Manufacturer narrative:
D4: device information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 support was attempted in a 72 year old male for cardiomyopathy. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. It was reported the impella was unable to pass through a vessel and use of the 5.5 was aborted. No additional information was provided. The delivery issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the implant attempt, but there was no lasting harm or injury reported.

Manufacturer narrative:
B1, b2, h1: added serious injury based on a review of the complaint record. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely patient condition related to tortuosity per clinical details.